Event description:
A cartridge change error was reported in the pump, which did not adversely impact the customer¿s blood glucose level. The customer received step-by-step guidance from technical support, including inspecting and cleaning the cartridge and pump areas. The customer successfully followed the instructions, completed the load process, and resumed insulin delivery without further issues.